Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# (B)(4) serial# , implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type accessory. Product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8590-1, serial/lot #: (B)(4), ubd: 02-apr-2010, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (20 mg per ml at 2 mg per day) and bupivacaine (5 mg per ml at .5 mg) via an implantable pump for non-malignant pain. It was reported that the patient had an infection with redness around the pump implant site. There were no external factors that contributed to the event and no diagnostics/troubleshooting were performed. The healthcare provider explanted the entire system including the pouch. The issue was resolved at the time of the report. The explanted devices were discarded. The patient's weight and medical history were asked but unknown.